Manufacturer narrative:
(B)(4).

Event description:
It was reported that right ventricular lead had become dislodged and exhibited a capture anomaly. The lead was revised. No patient symptoms were reported.